Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt implanted one week ago. Caller states pt was given ok to charge by the doctor and pt started charging on 11 jan. Caller states they can get good coupling here and there but they are getting poor recharge quality. They cannot get excellent coupling. Pt's staples were taken out yesterday, rep states no swelling and the device appears flat. The ins is palpable. The rep did not have a fixed asset controller or rtm to try. Tss reviewed that it is only a week out so we should give some time for pocket settling and evaluate further. Rep will give the pt a week and see if anything improves. Tss reviewed external equipment is highly unlikely to be the issue but the rep can possibly rule that out next time they are with pt if they bring 97745fa and/or rtm. No patient symptoms were reported. Additional information received a rep who responded back from follow up sent. Rep reported patient's weight was unknown. It was reported that the patient fell and had a pocket revision performed. Patient is a single leg amputee and they had fell shortly after implant procedure. Cause was not determined. All issues have resolved patient is pleased with therapy.

Manufacturer narrative:
G4: the correct date is 2021-02-23 for follow up number 002 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.